Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an unusual egm noted non-sustained right ventricular oversensing and other outcomes of the same event that resulted in four inappropriate shocks. Fractionated ventricular tachycardia was suspected. Programming changes were made to lower tachy zones and turn off non-sustained right ventricular oversensing algorithm. Patient was recovering and was put in hospice care shortly after due to device unrelated chronic condition.